Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose rose to 500 mg/dl. The mother also reported the customer exposed the insulin pump to a body scanner. Troubleshooting found the insulin pump passed a self-test and displacement test. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.